Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. After the device was returned to olympus, it was sent out for third-party culture testing. The distal end, and the biopsy/suction channels of the scope were cultured and there was no detection of microbial contamination. Therefore, the results of the microbiological analysis report were negative. The device was evaluated where no abnormalities were found that could have led to the positive culture. The non -reportable defects observed during the evaluation were reported in the previous MDR submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, since requested event details were not provided by the user, a relationship between the event and the subject device could not be identified. However, after reviewing the user¿s reprocessing steps, it was confirmed that water was not suctioned through the biopsy/suction channel with the suction pump. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus. Inspection revealed leakage coming from the key top 1, possibly caused by wear and tear. The device failed electrical safety checks and exhibited grounding, the distal end cap and plug unit housing were damaged, and there was buckling in the insertion part of the connecting tube. The customer provided the cleaning, disinfection, and sterilization process. Pre-cleaning was performed immediately after the procedure. Water was not aspirated through the instrument / suction channel with a suction pump. The forceps elevator was moved to raise and lower three times in water during aspiration. The device did not pass the leak test. The detergent used during manual cleaning was sekocept. The customer indicated that the following points were brushed: instrument / suction channel, suction cylinder, and instrument channel port. A drying cabinet was used for endoscope storage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that there were leaks noted on the evis exera iii bronchovideoscope during cleaning and disinfection. It was also reported that latent tuberculosis (tb) was suspected in the patient. Additional information later received from the customer clarified that the scope was immersed in water with saucepot for cleaning and the leak was found. The scope was not brushed inside. Latent tuberculosis was not suspected but culture was done as the facility reportedly does this in unclear infections in the lungs. The tb culture was still in progress but the polymerase chain reaction (pcr) and micro were negative. There was no question of contamination or infection via the bronchoscope and no other patients should be included in any infection tracing. There was no harm or user injury reported due to the event.